Event description:
It was reported that the physician's handheld will not hold a charge and that it will be sent back for analysis. The site was sent a new programming tablet in place of the returned handheld. It is unknown what troubleshooting was performed prior to returning the handheld and what conditions the device was typically stored. Attempts to obtain additional information have been unsuccessful to date. The handheld was returned to device manufacturer for analysis (B)(4) 2013. Analysis is underway, but has not been completed to date.

Event description:
Wand product analysis showed that functional analysis in the pa lab determined that the programming wand did not communicate. The serial data cable, which produced communication errors, had open conductors. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. This event will be summary reported on the next alternative summary report. An analysis was performed on the returned handheld, and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was not verified. During the analysis it was identified that the flashcard contained two different sets of patient databases. The cause for the anomaly is associated with the flashcard being inserted into multiple handheld devices. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.